Manufacturer narrative:
This report is submitted on january 31, 2017.

Event description:
It was reported that the patient experienced oedema at implant site which resulted in hospitalisation (B)(6) 2016 (specific date not reported) and the patient was administered oral antibiotics, however the issue could not be resolved. On (B)(6) 2017 the patient was a hospitalized (duration unknown), and it was found that the patient experienced necrosis of the skin flap and extrusion of the implant. There are plans to explant the device and reimplant the patient with a new device, but this has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was implanted with a new cochlear device on the contralateral ear during the same surgery.